Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
At the second follow up of this pacemaker implanted in july, the battery seems to have decreased abnormally with respect to the settings of the pacemaker.

Event description:
At the second follow up of this pacemaker implanted in july, the battery impedance seems to have increased abnormally with respect to the settings of the pacemaker

Manufacturer narrative:
Please refer to the attached analysis report.